Event description:
It was reported that the user experienced a low glucose event with a nadir of 60 mg/dl after recent dental extractions and a resultant change to a softer, lower-carbohydrate diet; the user treated with oral glucose and a meal, and glucose was 124 mg/dl at the time of the call. Symptoms included hypoglycemia. Outcomes included resolution of the low at home without medical intervention. Investigation included user interview and troubleshooting with education regarding dietary changes and hypoglycemia management. Investigation of this case revealed no device malfunction, and the event was consistent with hypoglycemia associated with reduced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.